Event description:
Emt's responded to a pt described as in cardiac arrest. The device was connected to the pt with disposable defibrillation/ECG electrodes in automatic external defibillator mode. The pt was shocked 3 times but was not resuscitated. When the device's event log was downloaded and reviewed, the county medical director questioned the device's decision to deliver the third countershock. The reporter stated the alleged device malfunction did not cause or contribute to the death of the pt because of rptr's opinion that the pt was not viable.